Event description:
The pt reported he felt ill and thirsty, so he tested his blood glucose and his meter read "hi." The pt stated he received an e4 (occlusion) error message on his insulin infusion device. He said that prior to calling he had replaced his insulin cartridge, the tubing and adapter. To troubleshoot, the pt was instructed to disconnect from his infusion headset and attempt to bolus into the air. He received an occlusion message. He was instructed to remove the infusion set tubing and bolus through the adapter and again there was an occlusion. The occlusion message was given again after the pt replaced the battery and inserted another cartridge, the pt stated he would go on injection therapy while going through the process of getting a new insulin infusion device. On follow up, the pt stated he was doing well. On further follow up, the pt stated he was able to clear the error message and continues to use the infusion device until he gets his new device. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.